Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that the patient had a highly calcified lesion in the left anterior descending artery and the diagonal. The lesion was pre-dilated, but the promus stent delivery system was not able to cross. After several attempts, and torquing of the sds, the stent shaft kinked. When an attempt was made to straighten the shaft, it snapped. The stent and half of the sds was still in the patient, but was easily removed. No damage was caused to the patient. The break actually occurred out of the patient's body. The patient subsequently went to bypass surgery due to a significant dissection caused by a non-abbott balloon dilatation catheter. This was a radial case. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible on the shaft, balloon, stent, and in the guide wire lumen. There was dried contrast on the shaft. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers. There was one bent strut and two flared struts in the first row of proximal stent struts and the stent implant was bent between the second and third row of proximal stent struts. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 18 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. There were multiple bends and kinks noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating. A review of the finished product lot history record did not reveal any non conformities that have contributed to the reported complaint. The reported failure to advance, kink, and hypotube separation appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.